Event description:
On (B)(6) 2019, the customer stated that the cobas e 411 immunoassay analyzer lost communication with their host after service was working on the analyzer. The customer shut down and rebooted the analyzer. While the customer was working with a roche representative, the representative tried resolving the issue, but was unable to. Both orders from the host and result transmission from the analyzer were not transmitting. The roche representative changed the communication speed from an incorrect setting (19200) to a correct setting (9600). Upon checking other host communication settings on the analyzer, it was found that the automatic result upload setting was set to "no" and several tests were missing host communication code numbers. These settings were updated by setting the automatic result upload setting to "yes" and entering the missing host codes. While working on the communication issue, the customer noted that an unspecified number of patient samples had questionable results as the elecsys progesterone iii , elecsys hcg + beta test system, elecsys lh assay, and elecsys prolactin assay values did not match the clinical picture of the patients. For example, a sample would result with a progesterone result of 0.3 ng/ml and a > 10000 miu/ml hcg result. Specific data was provided for three patient samples with questionable test results for multiple assays. The customer ran liquid flow cleaning maintenance on the analyzer and after this, the customer stated that the patient results were "crazy". The field service engineer went on site on 17-jan-2019 and found a loose probe tubing connection. Units of measure for tests including the elecsys ft4 ii assay, prolactin, and the elecsys testosterone ii assay were also found to be set incorrectly. He tightened the tubing connection and the customer change the units of measure settings. The customer ran calibration and controls; they were satisfied with the results. Controls were found not to be installed in the system software, the customer installed the control material. On (B)(6) 2019, the customer mentioned they received a reagent cap opener alarm on the e 411 analyzer. The customer stated that the engineer was supposed to come in to update the analyzer software, but after the engineer left on (B)(6) 2019, the software was "not accurate". The customer stated that the instrument arm would break the lids of the reagents and the lids would stay open. The customer believed the broken lid issue to be related to the software issue. The customer stated there were many issues with the analyzer after the engineer left. Two of the three samples with questionable results were repeated on (B)(6) 2019 after the service actions. The customer also stated that the sample ids for these samples were incorrect in the e 411 software. Of the three samples, one had erroneous results for elecsys ft4 ii assay and the elecsys tsh assay. The erroneous results were not reported outside of the laboratory. The sample initially resulted with a ft4 value of 17.76 pmol/l (1.37 ng/dl after units were changed) and repeated with a ft4 value of 1.66 ng/dl. This sample initially resulted with a tsh value of 3.63 uiu/ml, which repeated as 0.66 uiu/ml. The repeat results for this sample were believed to be correct. The patient was not adversely affected. The ft4 and tsh reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer returned to the site on 22-jan-2019 to work on the host communication issue. He determined that the format for a new assay installed on the analyzer (hbsag) was not updated on the host side. The analyzer settings were double checked. A sample was tested for hbsag to ensure the results were transmitting correctly. On (B)(6) 2019, the customer stated that they continued to have issues with the analyzer. On 24-jan-2019, a roche representative explained that in order to install the new hbsag assay on the analyzer, the software needed to be updated with the appropriate reference data file. There was an issue during the update and to resolve it, the instrument database needed to be wiped out. This is why analyzer settings had changed back to defaults. On 05-feb-2019, the customer stated that the issue with hbsag was fixed by the roche representative and they no longer had any issues with the analyzer.

Manufacturer narrative:
Investigations determined the issue to be resolved by the service actions.